Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received on 05 dec 2025: there was no medical intervention necessary.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported when flushing the catheter before inserting it, he noticed that the catheter was broken. There was no immediate harm, but during the incident, the team did not have another catheter available nearby for replacement, which increased field time, and the adolescent patient was awake and anxious. The catheter had to be kept in place and cut at the puncture site (and the rest discarded), so it was not possible to leave the 0.3 cm external safety margin that is the standard followed at the institution.